Event description:
It was reported that the implant at tooth site #20 was removed due to peri-implantitis. Patients dentist checked crown tightness and it was seated all the way but the fixture was loose. Implant removal, added bone grafting.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.